Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 28-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving fentanyl with concentration 2000 mcg/ml at a dose rate of 300 mcg/day and bupivacaine with concentration 20 mg/ml at a dose rate of 3.0 via an implantable pump for non-malignant pain. It was reported that the patient was out hiking and when she returned that night she had increased pain and started to feel funny. It was further noted that they then noted a golf ball size swollen spot on her midline incision and had reported a headache and came into the clinic this morning. The patient experienced withdrawal, return of pain, and fluid in the pocket. They performed a cds and it was noted that the catheter had migrated out. In surgery it appeared that the anchor and catheter were intact to the tissue and that the catheter had migrated out distal to the anchor. The complete catheter was explanted, and a new spinal catheter was placed and connected up. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient was hiking the day before. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The explanted catheter was to be returned to the manufacturer. Other medications (oral, etc.) The patient was receiving at the time of the event was unknown. The patient¿s weight and medical history were unknown at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The catheter was returned, and analysis found no significant anomaly. All previously reported conclusion, method, and result codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative and a healthcare professional (hcp) via a clinical study indicated on (B)(6) 2019 the patient called and complained of pain and swelling at the midline spine site, feeling hot and cold, itchy, creepy crawly, sniffy, and yawning frequently. On (B)(6) 2019 the patient was seen in clinic and reported being at cabin and hiking 3 times per day and swelling was confirmed on examination. The patient continued to report withdrawal symptoms and feeling uncomfortable all night. A catheter dye study was ordered and performed the same day. The dye study failed as it was noted that the catheter had migrated to the lumbar spine. Catheter placement was ordered. On (B)(6) 2019 surgical observation noted there was 30cc of clear cerebrospinal fluid (csf) in the spinal pocket which was aspirated from the spinal pocket during surgical replacement of the catheter. The catheter was noted as being intact at the anchor site but that it had migrated out of the spine cephalad to the anchor. The catheter was explanted/replaced on (B)(6) 2019. The catheter disposition was noted as returned to manufacturer. The patient's baseline weight was not measured. The device diagnosis was catheter dislodgement. The clinical diagnosis was pain and swelling at midline catheter implant site and withdrawal symptoms. The outcome of the event resolved without sequelae on (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional/spinal site was intrathecal site. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.